Event description:
A customer care specialist reported that during intraocular lens (iol) implant surgery, glistening was noted at the incisional portion of the lens. He stated he believes the lens was inserted and removed during the same procedure because there was a back-up lens and the surgery was completed. Additional info has been requested.

Manufacturer narrative:
Evaluation summary: product was returned. Dried solution, haptic and optic damage were observed to the lens. One haptic exhibited caught in the case damage. No glistenings were observed. Lens damage was observed and some of the optic damage could have been interpreted by the customer as an observation of "glistening". Results from the product history record review indicated the lens met release criteria. A lens bench test was conducted. The lens resolution and focal length readings were acceptable. The root cause of the complaint cannot be determined from the investigation. While we are unable to determine the root cause of the damage, our observation reasonably suggests that it is not manufacturing related. Due to the presence of surgical solution, the damage is most likely related to customer handling. Additionally, if the lens becomes misaligned in the lens case while closing, lens damage may occur. The split optic damage near the one haptic when viewed under different lighting could be described as the light was "glistening" on the optic in that area of the damage. There have been no other complaints reported in the lot number. Additional info was requested on (B)(6) 2011 by phone, fax, and mail. A completed questionnaire has not been received. (B)(4).